Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 5:45pm). According to the csr's documentation, five minutes prior to the start of the alleged issue the patient reportedly was feeling lightheaded. At an unspecified date/time the patient reportedly obtained blood glucose readings of "420, 206, 182, 191, 199, 370, and 152mg/dl" and on a different date/time the readings of "314 and 162mg/dl", on both days the comparison were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of both sets of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied receiving any form of treatment after the alleged issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.